Manufacturer narrative:
On 03/20/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/10 /2018, mentor received new information that on (B)(6) 2018 the patient had bilateral removal and replacement: left catalog number 3501650, lot number 7519199, serial number (B)(4). Right catalog 3501650, lot number 7519199, and serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor siltex round moderate profile 275cc, lot number 175056, catalog number 3542640. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor siltex round moderate profile 275cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient scheduled for bilateral removal on (B)(6) 2018.

Manufacturer narrative:
On initial report manufacturing site of perouse plastie mistakenly populated instead of (B)(6). (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device was received without fluid. Brown foreign material was observed within the device and with material on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device and on the shell surface. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).